Event description:
Information was received form a patient who was receiving baclofen (concentration 100 mcg/ml, dose 15.01 mcg/day) and morphine (concentration 20 mg/ml, dose 3.002 mg/day) via an implantable pump for non-malignant pain. The patient was informed via social media as someone posted a press release from the manufacturer "indicating a battery issue and feeling like the pump is now working or you're only getting minimal. I happen to be feeling that way right now." The patient had started feeling that way earlier on this report date. The patient had not heard an alarm. Patient was asked to follow up with the health care professional to determine if its related to the pump or something else. The patient had an upcoming appointment on (B)(6) 2016. No interventions were mentioned

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.